Event description:
Related manufacturer reference number: 2017865-2022-44593. It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead and the left ventricular lead exhibited low pacing impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.